Event description:
Pt underwent right total knee arthroplasty approx five years ago. Pt presented with a severely painful and swollen right knee and was not able to bend or bear weight on the knee. The pt was admitted to the hosp and underwent revision of the right tibial insert. Upon entering the joint space, there was a copius amount of hemorrhagic fluid and cultures for aerobes, anaerobes, afb, and fungal studies were obtained. There was noted to be wear across both posterior condylar aspects of the tibial component. It was felt the only thing that needed to be replaced was the tibial insert, which was performed. Intraoperative cultures were reported as negative. Pt underwent initial total knee replacement at another facility during 1991.